Event description:
It was reported that the subject device had colored lines and that the image disappears. The event occurred during preparation for use and there were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and correction. Corrected field- e1- postal code and last name. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the cable unit was leaky, smudged ink on camera body and no image. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Probable cause of customers allegation was defective camera cable. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had colored lines and that the image disappears. The event occurred during preparation for use and there were no reports of patient involvement.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.